Event description:
A report was received that during a routine reprogramming, the bsn sales representative noticed that six contacts exhibited high impedances. The physician chose to replace the patient's leads.